Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the predilated proximal left circumflex coronary artery (lcx) with one xience v stent (3.0x12) and in the predilated proximal left anterior descending coronary artery with one xience v stent (3.0x8). On (B)(6) 2012, the patient underwent an elective cardiac catheterization when in-stent restenosis was found in the lcx. The patient had percutaneous coronary intervention in the index target lesion lcx and in the non-target vessel, right coronary artery. The condition resolved. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.